Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient enrolled in a clinical study and reported left shoulder subluxation of the humeral head forty-three days post-implantation. Mild pain was additionally noted at three month post-operative follow-up. No revision procedure has been reported to date.

Manufacturer narrative:
Concomitant products: catalog #: 118001, versa-dial/comp ti std taper, lot # 615790. Catalog #: us-115736, compr nano hmrl pps 36mm, lot # 562100. Catalog #: pt-113950, pt hybrid glen post regenerex, lot # 019720. No devices or photos were returned for evaluation. The device history records were reviewed for the glenoid with no deviations or anomalies being identified. This device is used for treatment. Medical records were not provided for this event. A definitive root cause of the reported issue cannot be determined with the information provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity." Number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same patient (reference 0001825034-2016-03655).

Event description:
Patient enrolled in a clinical study and reported left shoulder subluxation of the humeral head and mild pain approximately 1 month post-implantation. No revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient enrolled in a clinical study and reported left shoulder subluxation of the humeral head forty-three days post-implantation. No revision procedure has been reported to date.